Manufacturer narrative:
4581: pupil impairment. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, it was reported, "patient is recent postop icl toric with 20/20+ essentially plano ou. The 3 week postop od has no visual issues, normal pupil size and reactivity, and a 2x corneal icl vault. The 1 week postop os has visual symptoms of light scattering, also has 2x corneal vault, but a mid-dilated, poorly reactive pupil. My thoughts were posterior synechia (no prior hx of uveitis) which would likely improve on continued topical pred. If not resolved in 2 weeks, I'd dilate him to break possible synechia." Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.